Manufacturer narrative:
Concomitant medical products: 305c225 tissue valve, implanted: (B)(6) 2013, 4396-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring visit showed that the right atrial (ra) lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.